Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Surface electro-cautery damage was noted in several places, no breaches were noted however, slight surface melting only. Additionally, surface environmental stress cracking noted in just distal of the terminal boot, and approximately 52-54 mm from the tip. Insulation was bent 155 and 180 and 182 mm from the terminal pin, likely these were bent on each side of the suture sleeve. A few other bends were also noted on the poly lead, these bends were at an angle, pointing to a twisting of the lead at some point. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device upgrade replacement procedure, the patient spontaneously went into ventricular fibrillation (vf). It was suspected that cautery pen use resulted in an insulation breach on this right ventricular (rv) lead and induced ventricular fibrillation (vf). External cardioversion was performed in the electrophysiology lab during the procedure. The device was not pacing. This rv lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.